Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing and high thresholds. Increasing impedance is also reported on the right ventricular (rv) lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.